Event description:
Customer's mother reported that the insulin pump's keypad skin was peeled back, exposing the circuitry. Caller reported that the damage was specifically located between the act and down arrow keys. Blood glucose level was 405 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window, torn keypad overlay and cracked case near display window corners were noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).